Event description:
Presented for removal of portacath. Intraoperatively, the portacath was found to be fractured at the connection and the distal end could not be retrieved. C-arm and portable chest x-ray revealed the catheter lodged in the hepatic vein and right ventricle. The pt was taken to the angio suite for catheter retrieval through the femoral vein, then returned to the o.r. For closure of the incision.